Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels and had to be hospitalized. Patient's blood glucose prior to hospitalization elevated to 29 mmol/l and she was vomiting. Blood glucose while in hospital was 21.2 mmol/l using an unknown meter. During hospitalization, patient was treated with humalog insulin. It is unknown when the customer was discharged from the hospital. The infusion device was requested to be returned for product evaluation.